Manufacturer narrative:
A spacelabs field service engineer was paged to assist the customer with troubleshooting. The fse was informed that the xhibit telemetry receiver farm lost connection to the network due to a faulty d-link switch. The customer it department configured a new fiber port on the switch to re-establish connection. The issue was confirmed resolved following the network fix. The customer network went down due to a faulty d-link switch.

Event description:
The customer reported that telemetry patients went offline on a central station while monitoring. There was no patient or user death, or injury associated with the event.